Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation procedure. It was mentioned that once the new rf wire and dilator was removed after transseptal. Air leak was noticed from the valve and a whistling sound was heard. It was mentioned that bubbles were noted in the syringe, no damage were noted on the catheter or the sheath. No air was seen in the patient. Additionally, constant flow of blood leak was seen during aspiration of the sheath from the proximal end. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Updates to the field h6 device codes: a1415 added.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation procedure. It was mentioned that once the new rf wire and dilator was removed after transseptal. Air leak was noticed from the valve and a whistling sound was heard. It was mentioned that bubbles were noted in the syringe, no damage were noted on the catheter or the sheath. No air was seen in the patient. Additionally, constant flow of blood leak was seen during aspiration of the sheath from the proximal end. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation procedure. It was mentioned that once the new rf wire and dilator was removed after transseptal. Air leak was noticed from the valve and a whistling sound was heard. It was mentioned that bubbles were noted in the syringe, no damage were noted on the catheter or the sheath. No air was seen in the patient. Additionally, constant flow of blood leak was seen during aspiration of the sheath from the proximal end. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be returned for analysis.